Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced five infusion set blocked alarm event on 08-jul-2024. No further information available.